Event description:
New information indicates the lead continued to exhibit low impedance. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms reported.

Event description:
It was reported that the lead exhibited low impedance. The lead remained implanted and the pt will continue t be monitored.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.